Event description:
Pediatric chiari malformation. Dual defect was closed using suturable duragen and tisseel, lot #k15504l (fibrin glue). Pt showed symptoms of spiking temperature and pseudomeningocele. A few days post operative, the spinal cord was tapped. White cells were present. The spiking fever continued and post surgical pseudomeningocele formed and started to increase in volume. Pseudomeningocele was tapped and white cells were present. Culture was negative for bacteria. Ten days post initial operation, the pt was reoperated on. The graft was not present and the suture line was clearly identified. Additional info 7/05: pt is being readmitted due to continuing fever spikes.